Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of short circuit error was not confirmed. Unit did fail for a system error ¿unable to retrieve custom settings¿. Cause of system error is low battery voltage for custom setting memory chip on main pcb. Battery voltage reads 1.47 volts on a 3 volt battery. This causes a loss of power to main pcb's ic with the custom settings memory. Replaced old battery with a known good battery and control unit passed functional testing with no system errors and unit retained all custom settings. No shorts were found during functional testing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the port a was not working, a short circuit error message occurred. No user injury was reported.